Event description:
Customer reported patient coded and subsequently died. Customer is unsure if any alarm pages were sent prior to the code. Ge healthcare's investigation into the reported occurrence is still ongoing.